Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient's adverse events are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that during a lithotripsy procedure, the laser fiber went through the ureteral wall, which was very inflamed and edematous. The laser fiber perforated the ureteric wall, causing tissue damage and hemorrhage. The event required the placement of a ureteric stent. The patient hospitalization was prolonged. Boston scientific has been unable to obtain the patient current state of health despite good faith efforts.

Event description:
It was reported that during a lithotripsy procedure, the laser fiber went through the ureteral wall, which was very inflamed and edematous. The laser fiber perforated the ureteric wall, causing tissue damage and hemorrhage. The event required the placement of a ureteric stent. The patient hospitalization was prolonged. Boston scientific has been unable to obtain the patient current state of health despite good faith efforts.

Manufacturer narrative:
Block e initial reporter and health care facility has been corrected. Block g1 MFR site address has been corrected. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient's adverse events are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that during a lithotripsy procedure, the laser fiber went through the ureteral wall, which was very inflamed and edematous. The laser fiber perforated the ureteric wall, causing tissue damage and hemorrhage. The event required the placement of a ureteric stent. The patient hospitalization was prolonged. Boston scientific has been unable to obtain the patient current state of health despite good faith efforts.